Event description:
It was reported that while the anesthesia workstation was in use there was no flow delivery. There was no patient harm reported. Manufacturer´s ref #:(B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.

Event description:
Manufacturer´s ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). The claimed issue was not reproduced during troubleshooting. According to received service report, no parts were replaced to solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The review of received device's logs indicates a leakage situation on provided date of event. The parameter was changed to volume control and then, alarms for leakage appeared. Moreover, the following alarms are visible at the same time: expiratory minute volume low, respiratory rate low and check breathing circuit. The o2 flush button was pushed several times and the case ended. The customer replaced the device with another one and continued treatment. The used patient tubing was left on the system. Therefore, our fse was able to tested it during inspection and system check-out passed successfully. The root cause has not been determined. A correction of field # d1 brand name and # d4 version or model # was required: d1 - brand name - previous brand name: flow-I, corrected brand name: flow-I c20; d4 - version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200.

Event description:
Manufacturer´s ref #: (B)(4).